Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. A product experience report form noted that there was high thresholds. The lead was removed and was successfully replaced with a competitor lv lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis disagreed the allegation. Visual observations determined there was nothing wrong with the left ventricular (lv) lead that would cause dislodgement. Additionally, the lead passed the continuity test with manipulation. No confirmation was given that the lead was explanted due to high thresholds.